Event description:
It was reported that the device and lead were removed due to a suspected infection or metal allergy. The device and leads were sent for testing and it does not appear like an infection as test samples came back negative. The clinic staff indicated that they are ruling out infection and considering this a propionibacterium contamination and metal allergy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.